Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate shock and several aborted shocks due to lead noise during the surgery procedure to implant an left ventricular assist device. The noise leading to the inappropriate shock is thought to be caused from the cautery that was being used in the procedure. No further information is available.